Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was pulling saline from the primary intravenous (IV) bag of sodium chloride (nacl) instead of the secondary potassium IV bag during therapy (dose and programmed amount unknown) in the pediatric intensive care unit. The potassium was delayed with nacl running at 100ml/hr instead of keep vein open. There was no patient injury or medical intervention associated with this event. No additional information is available.